Manufacturer narrative:
No lot number was identified with this complaint; therefore, a device history record review, lot complaint history review, and non-conformance review could not be conducted. Based on feedback from surgical expert iop elevation may be attributed to steroid response or malposition of the microstent (iris touch) but cause was not determined. The cause of iritis is not known but only was observed when the patient was tapered off of steroids. Eye irritation, swollen eye lid and dermatitis were attributed to intolerance to medications and are unrelated to the device. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The hydrus microstent presumably remains in-situ and is not available for evaluation. Device identifiers and additional patient information have been requested. Insufficient information is available about the cause of iop elevation and iritis. Eye irritation, swollen eye lid and dermatitis were attributed to intolerance to medications. A supplemental report will be filed if new information is received. Elevated iop, iritis, medical intervention are all listed in the device labeling as potential adverse events. The manufacturer internal reference number is: (B)(4).

Event description:
A patient with unilateral pxf glaucoma underwent phaco cataract surgery with hydrus microstent implantation on (B)(6) 2022. Post-op day 1 and post-op week 1 the patient¿s iop was between 10 ¿ 12mmhg, iop drops were tapered. At 1-month the patient¿s iop was 25mmhg on dorzolamide tid and prednisolone daily. At this time the patient was restarted on latanoprost. The following week the patient experienced eye irritation, a swollen eyelid, and developed dermatitis in the tear trough, which the surgeon attributed to a reaction from one of the drops due to the patient¿s previous drug reactions. On an unknown date the patient¿s iop was 34mmhg with mild iritis. The surgeon reported that the hydrus microstent appears to be in good position. The surgeon requested consultation through expert opinion md (eomd); consultation included recommendations for treatment with suspect steroid induced iop elevation and verification of microstent positioning.